Event description:
Related manufacturer reference number: 1627487-2022-06154. It was reported that one of the patient's leads was poking/eroding out through their skin, as well as the patient experienced ineffective stimulation. Surgical intervention took place (B)(6) 2022 were the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.